Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a communication error. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.